Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested but not received: what type of procedure was the device used in? Did the white tissue pad or any portion of the white tissue pad completely detach from the clamp arm? If yes, did it fall into the patient? If yes, was it removed? How was the procedure completed? Is the device available for return? If yes, please provide the contact name and mailing address for the return kit. Is the tissue pad was detached is it available for return with the device or was it disposed of? Would you like a no-charge replacement? If yes, please provide the contact name and mailing address for the replacement. What is the name of the surgeon who used the device? Two lot numbers were provided (l93466 and l91710). How many device were used in the case?

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a half portion was not returned. The tissue pad was not detached as reported by the customer. The device was connected to a test hand piece and generator and it activated during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Event description:
Received a user facility medwatch report form (B)(4), advising that during an unknown procedure; the tip insulation burned off. It is not known how the procedure was completed. There were no adverse patient consequences reported.